Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies or weak battery alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and it has been shutting off. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The insulin pump started shutting off 2 days ago. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.